Event description:
Caller also adv the a33 alarm was not on the pump when customer went to the hospital and hospital staff removed pump from customer to place him on a saline drip via IV drip and when caller went to hospital to visit with customer to place him back on the pump is when the a33 alarm was then on the pump and that customer had told him he was trying to set pump back up since he was told to go back on the pump and went to bolus and it said a33.

Manufacturer narrative:
The customer was hospitalized for alleged dka/high bgs, a33 alarm and loose drive support cap on (B)(6) 2023. The pump was unable to prime during the prime/a33 test and then alarmed a33 during the prime/a33 test at 4.0 lbs due to loose drive support disk. All operating currents are within specification. Off no power alarm functions properly. The pump passed the displacement test, rewind, self test and a21 error test. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the dat due to prime anomaly and a33 alarm. The following were noted during visual inspection: cracked display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, partially broken off reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Unable to complete the functional testing due to prime anomaly and a33 alarm. Unable to confirm alleged dka/high bgs. A33 alarm confirmed. Unable to prime confirmed. Loose drive support cap confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 329 mg/dl. The customer's current blood glucose is 139 mg/dl. The customer did experience the symptoms such as nausea, vomiting and diahrea. Customer stated insulin pump alarmed compromised force sensor system. The customer was treated by insulin drip. Customer stated that drive support cap was slightly intended, protruded, sticking out, loose and flush. Customer had been not using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.